Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be flattened and kinked. The timing and cause of the damage is unknown. Fluid was still able to pass through the fluid path despite the damage. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leakages or other damages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for insulin leaking during wear on the hip/buttocks.